Event description:
Medtronic received a report that an axium coil would not detach with the instant detacher. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right pca aneurysm with an amorphous morphology. Size of aneurysm: maximum diameter 5.2 mm and neck diameter 3 mm. The patient¿s blood flow was normal and the degree of tortuosity showed no anomalies. The axium apb-3-6-hx-es (lot: 223026054) was used in the first one, without any problems it was inserted in the aneurysm when it was tried to detach, and using the product, it could not be detached. Tried three times but it did not work, so a new product (ID-1-5 lot: b652007) was taken out, when detached again, it worked without any problems. The physician tried to detach with another instant detacher. There was no manual attempt at detachment via hypotube. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the non-detachment was not determined. Prior to coil non-detachment, there were no issues encountered in particular. When the device was detached with a new detacher, it could be detached without any problems, so the doctor did not note and it was unknown if there was any pushwire damage. It was also noted that when detachment was fist attempted, there was no unusual feeling at all, and it just didn't cut.